Event description:
A customer reported experiencing cgm error 42, indicating there was an issue with their continuous glucose monitor. There was no reported adverse impact on the customer's blood glucose level. The customer performed a pump reset with guidance from technical support, successfully starting their sensor session afterward, and the error code did not reappear. No additional information regarding the outcome of the event was provided.